Event description:
It was reported that the hematocrit saturation module was not providing consistent measurements. No pt injury was available.

Manufacturer narrative:
The cdi 500 monitor was returned for repair due to hematocrit saturation inaccuracies. The monitor was cleaned and decontaminated. The hematocrit saturation probe was replaced. The unit was then returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.